Event description:
It was reported that an ilet user experienced a leaking insulin cartridge associated with lot 30381 and subsequent hyperglycemia when the luer connector and tubing were attached outside the ilet rather than with the cartridge seated, after which the user disconnected from the ilet, administered a manual humalog injection, and later replaced all supplies and reconnected. Symptoms included hyperglycemia with a reported value above 400 mg/dl for over five hours. Outcomes included the need for back-up subcutaneous insulin and user-performed correction without hospitalization. Investigation included case follow-up and user education on proper cartridge loading and connector engagement. Investigation of this case revealed user technique issues related to connector attachment outside the device housing, consistent with an improper connection leading to a leak at the cartridge¿tubing interface. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect assembly.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.